Event description:
It was reported that, following a tvt procedure, the pt developed urinary retention. The procedure was completed under spinal anesthesia. The physician was able to pass an 8 hegar after the procedure. The pt is slowly improving after 7 weeks, but still requires catheterization. The pt has been referred to a urologist who plans to cut the tape.